Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has failed fiber test due to clock spring fiber and parallelogram fiber having low values during functional platform testing.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) about a recoverable error fault on universal surgical manipulator (usm) 1 and the surgeon was not able to manipulate the usm. Prior to calling, the customer had power cycled the system, but the fault returned. The customer elected to disable usm 1 and proceed using 3 usms. The system logs confirmed multiple usm 1 errors. The procedure was completed using 3 usms with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a faulty universal surgical manipulator (usm) and performed a replacement to resolve the issue. The system was tested and verified as ready for use. Isi has received the replaced usm; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.